Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has shown that all components are permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing bench which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant is operating within the accepted tolerance in the horizontal position, but not within the specified tolerances in the vertical position. An accelerated outflow in the vertical position could be determined. Internal inspection : after dismantling of the valve, deposits were found in shuntassistant. Results: based on our investigation results, we can determine an accelerated outflow in the valve. The determined deposits can be named as the cause for the functional deviation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (#fv252t) was implanted combined with a progav 2.0 (#fx410t) and a prosa (#fv701t) during a procedure performed on 11/24/2020. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 34 years. Height: 160 cm. Weight: 65 kg. Gender: female. Same event as medwatch#3004721439-2023-00355 and #3004721439-2023-00356.